Event description:
Reporter alleged the blood glucose device measured 90 mg/dl at 3:10 pm compared to a result of 30 mg/dl at 3:14 pm when back to back tests were performed. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.